Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s spouse reported via phone call that the customer was taken to the hospital on (B)(6) 2017 due to high blood glucose with the insulin pump. The caller reported that the insulin pump did not seem to be working properly. They had difficulties with being unable to rewind the insulin pump. It would take them an hour to rewind. It was noted that the call was disconnected in the middle of gathering information for the incident. The device will not be returned for analysis.

Manufacturer narrative:
The information provided for the product code and common device name with the initial report was incorrect. The correct information has been provided with this report.

Manufacturer narrative:
The information provided in section a4 was incorrect with the initial report. The correct information has been provided with this report.